Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. Customer's blood glucose level was not reported. The customer was able to complete the rewind sequence. When the customer rewound the insulin pump again the insulin pump alarmed motion sensor test failure again. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, no delivery test, displacement test due to a35 alarm. The insulin pump passed idle current test and run current test. Unable to verify motor error alarm due to a35 alarm. The insulin pump had minor scratched display window.